Event description:
A medtronic rep reported that the open spine clamp tightening screw head and driver tip are becoming rounded. They do not fit securely like they once did. This was reported outside the operating room and no pt was present.

Manufacturer narrative:
No pt present at the time of report. Part must be returned in order to report lot#. MFR date is dependent on lot number. : a replacement clamp and driver have been shipped to the site. The suspect parts have not been received by the MFR.